Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with only the right and left plunger cases cracked. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process, check and tested force sensor using the biomed diagnosis check. The customer's reported problem was confirmed. According to the investigation device failed the force sensor reading at "0" and no response of force reading even after dialing the force gauge. However, the pump top case had no damage as customer stated. The investigation confirmed that the pump force sensor was broken and was not snapped into the connector. According to the investigation this was caused by user interface. Service's replaced the pump cracked left and right plunger case, force sensor, plunger cable, plunger board and main board. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that during bench-testing of this smiths medical medfusion 4000 pump, the pump exhibited force sensor error and had top case damage. It was reported that there as no patient involvement.